Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. There were large pockets of air seen in the pump and a hole in the tubing, leading to fluid loss in the device. The ipp was explanted and replaced. There were no patient complications reported.